Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) complaint to part 803.22, depuy orthopaedics is providing the following information, as depuy orthopaedics did not manufacture, or import, the following device: manufacturer: stryker trident psl ha acetabular shell sz56, ref (B)(4), and trident x3, 0degree polyethylene insert ref: (B)(4), event: this was used in conjunction with depuy product in this patient.

Event description:
Medical records received 07/26/2016. After review of the medical records for MDR reportability, the medical records note effusion, pseudotumor, pain, adverse tissue reaction. Revision surgery notes report corrosion debris, corrosion at the head/neck junction, heterotopic bone. Competitor cup and liner were used in conjunction with depuy stem/head. The complaint was updated on: 08/22/2016.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combination. Medical records were reviewed. The investigation can draw no conclusions with the information provided. The devices were used off-label. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.